Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Analysis of the returned device identified: crease fold, wear abrasion and opening on posterior. Leak test and microscopic analysis was performed which identified: crack opening, striated opening and delamination (<75% partial separation). Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A delamination partial of the valve (adhesive failure) a striated opening assessed as a surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.7, d.7, d.10, h.3, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.